Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: can you please provide additional detail of the event. What procedure was being performed? When was the procedure date? Did the gastric leak occur during the original procedure? If yes, how was the leak identified? How was the leak controlled? Was there any change in the procedure as a result of the leak? Was there any patient consequence? Or did the gastric leak occur post-operatively? If yes, how was the leak identified? How was the leak controlled? Please provide further detail of the post-operative event. What is the current patient status? Procedure - primary lap sleeve gastrectomy. Date - (B)(6) 2017. Gastric leak happened post op - approx 8 weeks. Patient status good. Additional information requested but unavailable: how was the leak identified? How was the leak addressed? Were any issues noted with stapler performance in primary procedure? Why does the surgeon believe that the leak 8 weeks post-op is related to the ethicon device? What color reloads were used? What is the gender/ bmi or patient? What is the current patient status?

Event description:
It was report that there was a gastric leak.